Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device pieces remain in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bankart bristow procedure, the 1.60mm drill for fibertak, ar-3600d-1, hit the fibertak suture anchor, ar-3600, while it was already in the patient's bone. Upon hitting it, the anchor broke. The broken fragment was not able to be retrieved and an x-ray was taken after the surgery and it was confirmed that they are still in the patients body. The surgeon stated that it would be difficult to remove the broken pieces. The surgery was completed without any other incidents.